Event description:
Caller reported an issue with the incorrect time setting on the pump, which was confirmed to have a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time and advised the caller to monitor for any recurring discrepancies, with the caller understanding and acknowledging the advice.